Manufacturer narrative:
The stm isolated the failure to the drive manifold assembly leaking. The stm replaced the drive manifold assembly then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6); which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the k6, k6a, k7 and k8 leak test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the k6, k6a, k7 and k8 leak test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.